Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia after usual breakfast meal announcements, with device-delivered insulin totaling approximately 12 units for breakfast, and the user corrected lows with oral glucose after receiving a low alert. Symptoms included no reported physical symptoms despite a documented blood glucose nadir of 57 mg/dl. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of reports and troubleshooting education focused on meal announcements. Investigation of this case revealed no device malfunction, with hypoglycemia occurring in temporal association with breakfast dosing and the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.